Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 2000 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument, replaced the detent gasket, adjusted the dual resolution diluter (drd), verified calibration recovery, and performed preventative maintenance and total service call. The customer decontaminated the instrument and ran precision, resulting acceptably. Siemens further investigated the issue and determined that there was no mechanical error that contributed to the discordant result. The malfunctioned detent gasket, loose drd and potential instrument contamination potentially contributed to discordant, falsely low hcg result. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result obtained on a patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample diluted onboard and repeated on the same instrument twice, resulting lower. The sample was diluted onboard and manually diluted on the next day and repeated on the same instrument, resulting higher than the initial result. The repeat results obtained using manual dilutions were averaged and the average result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg results.